Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the procedure while using a 6mm x 23mm milagro screw the device's head cracked. The complaint device remains implanted, therefore unavailable for a physical evaluation. Since the complaint device is still implanted, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [6l19431] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Initial reporter phone number (B)(6). UDI:(B)(4).

Event description:
It was reported via email that hours after an acl reconstruction rep was informed that during that procedure while using a 6mm x 23mm milagro screw only this time the surgeon had managed to get the screw in and the head had cracked. He made the call to leave insitu but concerns now for biodegrade timing of the screw. Rep was not present at the time of the issue and to his knowledge no time wasted during case but this happened twice on one list . No photographic evidence available by rep nor fractured head.